Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for wolff-parkinson-white syndrome (wpw) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade that required pericardiocentesis. At the end of the procedure, after the removal of catheters form patient¿s body, there was a drop in the patient¿s blood pressure, a cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to drain the blood from the pericardium. Patient fully recovered with no residual effects. The patient required of extended hospitalization for observation purposes. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a needle brk-1 (st.jude/abott) and an agilis (st. Jude/abott) sheath, french size is unknown. Generator parameters at the time of injury included temperature control mode with temperature cut-off of 50 celsius degrees, impedance cut-off of 250 ohms and power cut-off of 45 w. The noted temperature, impedance and power at the time of the injury is unclear as the site of injury is unknown. Power was not titrated during ablation. Irrigated catheter flow was set at 17-30 ml/min. Patient received an unknown anticoagulant during the procedure with activated clotting time (act) of 250-300 seconds.